Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that iabp was is due for 5000 hr rebuild. Installed a 5000 hr preventive maintenance kit and performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, it alarmed ¿low vacuum¿. No adverse event was reported.